Event description:
It was reported that this right ventricular lead was explanted and replaced two days after implant due to non-conversion of ventricular tachycardia/ventricular fibrillation. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits, except for the outer insulation, which had been damaged at explant. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular lead was explanted and replaced two days after implant due to non-conversion of ventricular tachycardia/ventricular fibrillation. No additional adverse patient effects were reported.